Event description:
Fentanyl gtt started at 2330 on (B)(6) 2017 at 1mcg/kg/hr (pt's weight (B)(6)). The pt was to receive 2.3ml/hr. Instead, the pt received the whole fentanyl bottle (2500mcg) in 1.5 - 2 hrs, then the pump started beeping saying "air in line." The fentanyl bottle was completely empty, but should have had 25mcg left. The pt's hemodynamic profile remained stable and his precedex regimen was stopped. Pump rate/programming checked and was deemed correct. No adverse outcome to pt.